Event description:
It was reported there was right atrial (ra) lead oversensing and that p wave sensing is diminished. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported that a lead revision procedure was planned however it appeared that the patient had developed atrial standstill. An electrophysiology study was performed and confirmed atrial standstill. The lead was programmed off. No patient complications have been reported as a result of this event.